Event description:
A user facility reports that following refractive surgery, the pt's left eye demonstrates a two line decrease in bcva (best corrected visual acuity). Additional info has been requested.